Manufacturer narrative:
As reported, the physician placed two overlapping smart flex stents in a long high grade stenosis of the right superficial femoral artery (sfa) and directly after dilatation it could be observed on angiographic pictures that the stents had moved apart and did not overlap any longer. The flow rate of the vessel was good and there were no signs of a stent fracture. Five weeks later, the patient came in and restenosis of the 2 smart flex stents was observed. Angiography showed that the stents were dislocated and kinked with complete stent fracture as well as separation (dislocation) at the proximal part of the sfa near the branch of the deep femoral artery occluding the artery. It seemed that the kinked area was occluding the artery. The surgeon re-opened the area of stenosis by placing a smart control stent into the previously deployed fractured smartflex stent and a non cordis stent to cover the gap in the overlapping area. Patient is reported as ¿fine¿. No additional information or pictures of the event has been forthcoming. Per bmt (B)(4): all the required inspections were performed within each traveler guidelines and the testing results complied with the specifications provided. The travelers did not indicate unusual findings. However bmt issued a deviation/concession (B)(4) for the braided tubing raw material lot that was used to build outer sheath subassembly lot bmt-s31723. It was determined that there was no quality concern to the finished product. Deviation/concession (B)(4) was also documented in the outer sheath traveler which allowed systems to be cured for an additional time when the bonds were found to be tacky after the initial uv curing cycle. Report (B)(4) is attached. Since the two deviations have no bearing on the quality of the sub assembly lot and systems, bmt concludes no corrective/preventative actions are required for (B)(4) (finished good lot 1331602). There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. Restenosis, occlusion and pseudoaneurysm are the complications associated with stent fracture in sfa. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event of the stents shortening with development of a gap between them. The amount of initial overlap is not known. Insufficient stent overlap between two stents can result in a gap. Procedural factors may have contributed to the reported event. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 3006982370-2014-05017 and 3006982370-2014-05018.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 3006982370-2014-05017 and 3006982370-2014-05018.

Event description:
As reported by the affiliate, a physician placed two overlapping smart flex stents in a long high grade stenosis of the right afs and directly after dilatation it could be observed on angiographic pictures that the stents moved apart and did not overlap any longer. The flow rate of the vessel was good. There were no signs of a stent fracture. 5 weeks after the afs stenting the patient came in again and had a restenosis of the 2 smart flex stents. Angiography showed that the stents were dislocated and kinked with complete stent fracture as well as separation (dislocation) at the proximal part of the sfa near the branch of the deep femoral artery. It therefore occluded the artery. It seemed that the kinked area occluded the artery totally. His first thought was that may be a stent was already broken in the sds. This was one of the two overlapped stents (proximal), which was also separated. ¿the overlapping issue.¿ the surgeon used a new stent to "overstent" and re-opened the area of stenosis by placing a smart control stent into the fractured sf and a non cordis stent to cover the gap in the overlapping area. Patient is fine.